Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the heater bag line and patient line of the amia with an unknown air in line alarm. This occurred during dwell one of peritoneal dialysis therapy. The home patient stated there were gaps of air in the heater line and patient line. There was nothing unusual noted about the supplies. The home patient will end therapy and contact the clinic to determine how to finish therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.